Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch ultra mini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2025, at 9:15 am when he obtained a blood glucose reading of ¿485 mg/dl¿ with the subject meter. The patient manages his diabetes with unspecified insulin on a self-adjusting dose based on blood glucose results. In response to the elevated reading, the patient reported taking an increased dose of insulin (amount not reported). As a result, the patient experienced symptoms of feeling ¿dizzy, tired and was talking crazy¿ at 11:00 am and a friend called an ambulance. The patient stated that 15 minutes later, the paramedics arrived at his house and treated him with IV glucose. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject. The cca noted the test strips were stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after administering insulin based on an alleged inaccurate high result obtained with the subject meter.